Event description:
It was reported that the patient presented for initial implantation. During the implant procedure, the right atrial lead exhibited loss of sensing and high pacing impedance. The lead was repositioned multiple times but was not successful. The lead was not used, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to sense and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies.